Event description:
It has been reported that a revision surgery was performed due to subsidence of the tibial tray. The pt is involved in work that required jumping from moderate heights.

Manufacturer narrative:
Analysis of the implants did not reveal any features that would have contributed to the subsidence of the implant. The tray was reported to be well-fixed at the time of revision, and the insert did not show signs of excessive wear.